Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency department four days post implant where it was noted there was occasional loss of rv capture. Lead dislodgement is suspected. The patient was seen in follow-up by their implanting physician, who elected to reprogram the output and will continue to closely monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.